Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling") and metal poisoning ("need to detox heavy metal") and was found to have hormone level abnormal ("hormone imbalnce"). The patient was treated with surgery (essure removed.). At the time of the report, the pelvic pain, swelling, hormone level abnormal and metal poisoning outcome was unknown. The reporter considered hormone level abnormal, metal poisoning, pelvic pain and swelling to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: swelling, pelvic pain, hormone disturbance, metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new serious incident event pelvic pain added and other hormone imbalance, detox heavy metal were added. On 23-mar-2020: social media source received: additional reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.